Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device intermittently delivered a dose when the bolus button was pressed. The customer contact reported that the strain relief of the bolus cord, proximal to the white connector, was "damaged". There were no reports of any adverse pt events and no reported delay of critical therapy while the device was in clinical use. Though requested, no additional info was provided.